Manufacturer narrative:
The impella device has been received from the customer, upon completion of the investigation of the device, a supplemental MDR will be filed.

Event description:
The complainant reported a 44-year-old female patient with acute myocardial infarction / cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The complainant reported the associated automated impella controller (aic) did not show a placement signal. Medical staff exchanged the aic to resolve the issue, and no patient harm has been reported.

Manufacturer narrative:
The investigation of optical signal issue has been completed. Console logs were consistent with what was reported in the complaint. The reported issue was only able to be reproduced during testing by partially inserting the pump into the pump receptacle. The root cause of the reported placement signal issue was likely an air gap between the pump and pump receptacle. D2 common device name revised on manufacturer device report 1220648-2024-12793 in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report 1220648-2024-12793 in accordance with updated procedures. G1 reporting contact fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2024-12793.